Event description:
During a remote follow-up, far-field r-wave oversensing, noise resulting in oversensing, and inappropriate mode switch were noted on the right-ventricular (rv) lead. Lead damage was suspected but was not confirmed via diagnostic imaging. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.